Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the reported event is due to the damage scope connector (s-connector) on the printed circuit board. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the device, image noise was observed. There was no patient involvement.